Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the detachment of the right angle plug from the signal wire of the high frequency cable. A cut was found on the cable sheath and signal wire, approximately two millimeters from the right angle plug. There was evidence of thermal damage found at both ends of the cable where it had separated. The device will be forwarded to the original equipment manufacturer for further eval. If significant additional info becomes available, a supplemental report will be provided. The phenomenon appears to have been caused by physical damage to the cable and cable sheath. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate, the users heard a hissing noise and then observed sparking from the high frequency cable, before the high frequency cable separated near the high frequency cable connector. The users utilized a different, but similar high frequency cable to complete the procedure. There was no pt or user injury associated with this event.